Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that they are unable to exit the preparing to prime loop. It was also reported that the customer received a no delivery alarm. Customer's blood glucose level at the time 160mg/dl. Troubleshooting occurred. No additional information was provided.